Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 38% to 16% over three months. Premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed that the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about 17 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.